Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc) and was found to be dislodged. As a result a revision procedure was performed to revise the lead. During the revision it was noticed that there was a kink in the lead. There was no noticeable conductor damage and the lead will be returned for analysis for potential fracture. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The complete lead was returned and noted dried blood/body fluid through the lead lumen. The conductor coils were deformed at 38, 221 and 302 mm from the terminal pin. There were cuts in the insulation outer coil at 544 - 548 and inner coil 545 - 546 mm from the terminal pin, most likely due to a scalpel. There was a bend in the insulation at 302 mm from the terminal pin. The lead passed the guidewire insertion test. The hipot test failed at the cut at 545 mm from the terminal pin. The continuity test passed with manipulation and the pressure test passed. It was noted that the lead was found electronically to be within specification.